Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient was revised to remove the osteosynthesis device. The physician tired to removed the screws, it was determined that the screws were broken. There was no patient harm or reports of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.